Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following information was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient developed peritonitis which resulted in hospitalization on the same day. The cause of the peritonitis was the patient made a mistake/touch contamination. Treatment was not reported. Dianeal therapy was ongoing. The patient had not recovered from the peritonitis. The outcome for patient made a mistake/touch contamination was not reported. An opinion of causality was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11h06056 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.